Event description:
It was initially reported that the patient could not feel stimulation anymore. The patient could not feel anything and first noticed issues with her device ¿a few months ago.¿ when the patient first got the device implanted, no one told her she could turn stimulation down. The patient was noticing ¿something weird about herself but could not put her finger on it.¿ the patient noted that her interstitial cystitis (ic) was in remission and she did natural remedies to cure it. The patient mentioned that she had not needed her device in years. Nine weeks later, it was reported that the patient thought the device was not working. The patient was discharged from the reporter¿s office in (B)(6) and had not seen her since. It was later reported on (B)(6) 2014 that the ins had not worked / have not turned off for 4-5 months and the patient was scheduled to have it removed next week. The patient had just tried to have an EKG done as part of a pre surgical assessment but the interstim was firing rapidly, the electrical impulses were interfering with EKG reading. Also, the patient was noticing she could not relax herself and could not sit still and wanted to speak to someone about it. The manufacturer's representative was supposed to meet patient at cardiology clinic but representative did not show because ins was being removed. See also manufacturer's report # 3004209178-2013-21075.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0537437v, implanted: (B)(6) 2005, product type: lead. (B)(4).